Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient with central islands following refractive laser ablation. Additional information received confirming this event occurred in both eyes. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4)

Event description:
Upon additional follow up, additional information received reflecting that only one case for this patient can be confirmed. The eye involved remains unknown.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. A clinical review of the patient data cannot confirm the reported island. What was reported as a central island is due the settings of the oculyzer/pentacam and is only the visual display. Changing the settings from relative fine to absolute normal will show the perfect shape of the cornea after a lasik surgery. The elevation map shows a normal appearance like after successful lasik. There is no incident or adverse event as the patients cornea was found in shape and normal. The root cause can be determined as user handling with regard to the interpretation of the topolyzer data. (B)(4)